Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 575 mg/dl. The customer also report that customer alleging possible pump under delivery. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer state that drive support cap appears normal. The customer also state that multiple large bubbles are present along the tubing length and insulin exited at the quick release. The insulin pump will not be returned for analysis.